Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Also, cracked case.

Event description:
The customer's mother reported via phone call that the insulin pump was cracked on whole side. The customer¿s blood glucose level was 98 mg/dl at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.